Event description:
A caller reported a malfunction on the pump, identified by malfunction code 12. There was uncertainty regarding whether the issue impacted the customer's blood glucose level, as the caller declined to answer any inquiries about specific values. Technical support provided information on how to reset the pump and assisted the caller with this process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to contact support if the issue reappears.